Event description:
The customer reported that the system shut down on its own and did not reboot. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the interconnect cable, surge suppressor, backplane, power motor relay, and isd and verified system operation. The system is operational at this time. He also replaced the top cover due to defective screw taps that had fallen out.